Manufacturer narrative:
A correlation between the device and the reported infection and patient¿s death could not be conclusively determined. The product was not returned. No further information was provided. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-01565 for the report of the patient's driveline infection. (B)(4). Approximate age of device ¿ 3 months, 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The cause of the expiration was unknown and no autopsy was conducted. The patient's family had visited the patient the night before until approximately 9 pm. When the home healthcare personnel arrived the next day, the patient was found expired. Reportedly, it was unknown whether there were any device issues. The reported driveline infection which had begun on approximately (B)(6) 2016 was still ongoing at the time of the patient's expiration. No further information was provided.